Manufacturer narrative:
Additional information was provided stating that the patient's pod will not be returned since they have thrown it away, some corrections were done to capture this new information. Correction to b5 from "it was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod." To "it was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod and the old pod was thrown away."

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod and the old pod was thrown away.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.